Manufacturer narrative:
Correction 1627487-07262012-001-c and 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06456. It was reported the pt experienced pocket heating while charging her ipg. It was also reported the pt was burned at the ipg site and down her leg. The pt then stopped charging her ipg. The pt is considering having her scs system removed. Surgical intervention will be undertaken at a later date. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.